Event description:
Information was received from a company representative via a healthcare provider (hcp) regarding a patient receiving intrathecal baclofen (gablofen) 2000 at 96 via an implantable pump for intractable spasticity. It was reported that the patient was not getting efficacy from the pump. A dye study attempted but catheter would not clear. They did do a trial bolus dose to make sure he did get response before replacing the catheter, but patient did have a reduction of his spasticity, so it was decided to replace the catheter. The issue was resolved at the time of this report with the patient's status being "alive-no injury". The patient's weight and medical history was asked but made unknown.

Manufacturer narrative:
Continuation of d10: product ID: 8781, serial #: (B)(6), implanted: (B)(6) 2022, explanted: (B)(6) 2024, product type: catheter. Other relevant device(s) are: product ID: 8781, serial/lot #: (B)(6), ubd: 03-feb-2023, UDI #: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.